Event description:
It was reported that presented with mechanical complications notes on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2025. No information regarding patient consequences were reported.

Manufacturer narrative:
The concern of mechanical complication was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating at elective replacement voltage level. Electrical and mechanical tests performed including header inspection, telemetry communication, leads impedance, sensing, pacing, and high voltage (hv) output did not identify any functional issues. Longevity assessment was performed, and device is found to meets its projected longevity.